Event description:
It was reported that the patient presented via a remote transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. No intervention was made at this time, and no patient symptoms were reported.